Event description:
According to the customer on 4/23/2026, a cautery device experienced an electrical wiring issue and activated without the button being pressed. The cautery was resting on top of the sterile drape at the time, which resulted in a small pinhole-sized burn on the patient's lip. The device was immediately disconnected from the power source. The patient was reported to be recovering well and no special treatment was required.

Manufacturer narrative:
According to the customer on 4/23/2026, a cautery device experienced an electrical wiring issue and activated without the button being pressed. The cautery was resting on top of the sterile drape at the time, which resulted in a small pinhole-sized burn on the patient's lip. The device was immediately disconnected from the power source. The patient was reported to be recovering well and no special treatment was required. No additional information is available at this time. A sample has been requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.